Event description:
It was reported the image on the left monitor became heavily distorted and unusable, and there was a burning smell. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested, found to be working as intended and returned to service.